Event description:
It was reported that the patient presented with difficulty pumping his inflatable penile prosthesis ipp pump. He stated it was hard to pump and sometimes would not recoil or stay flat. During the revision procedure, upon explantation the physician found the pump was flat and would not cycle. The entire device was explanted, and a new device was implanted. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).